Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg beyond two bars and aligning it with the charger. It was noted that the ipg had migrated. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.